Manufacturer narrative:
Follow-up #1: date of submission: 09/08/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: the keypad buttons were still responsive. No contamination was found on the button keypad contacts. There was corrosion observed in the battery compartment. The pump failed a leak test as a result of a battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.